Manufacturer narrative:
Covidien service technician verified the malfunction. The service technician determine the device needs a new breath delivery (bd) printed circuit board (pcb). The suggested repair has not yet been completed. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement.